Manufacturer narrative:
(B)(4).

Event description:
The patient reported that the patient felt stimulation stop and when trying to turn it back on the screen showed that it was on and it showed it increases but they could not feel it. It was noted that it used to be that they would turn their spine and the stimulation would stop then they would turn back and it would start back up. The patient did not use the stimulation every day just when the pain was real bad. The patient did not have the patient programmer and recharger with them to do any troubleshooting. The patient programmed showed that it should be on and increase but they did not feel the stimulation. The stimulation would stop and restart when turning their spine. The patient did not have an health care professional (hcp), the patient had moved. Other relevant medical history includes post lumbar laminectomy syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.